Manufacturer narrative:
Re-submitting this case (3002807350-2015-00006) as per us FDA cesub help desk's advise on 29-september-2016. Please refer to email from us FDA "email from cesubhelpdesk_29-september-2016" exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of (B)(4) (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. The actual lot number involved in the event is unknown. We requested the lot number that the center is currently using which is 150130371. However, this lot number is not for complaint product code (B)(4) but for another product code (B)(4) of similar device. Based on our reserve sample evaluation and device history record of the lot number provided by the center, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. We believe that the reported incidents might be due to end-user's usage method of the product and training related issue. There was no corrective action taken as reported incident is not related to any malfunction of jmss product. However, (B)(4) will follow-up with the clinic closely and provide clinical support if required. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. Device not returned to manufacturer.

Event description:
Initial report: needle removal is painful for the patient and causes prolonged and pas treatment bleeding. Patient stated the puncture holes are bigger. Did not have this problem with previous needles. Patient complains it is very painful when the needle is removed. Patient complains there is pain when needles are removed, arm lacerated when needle was removed which caused excess bleeding and needed stitches. The above feedbacks are not pertaining to one particular patient.